Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked and unresponsive. Reportedly, the screen was cracked because the pump was in the customer's pocket when the customer bent down. The pump was no longer functional. Customer's blood glucose level was 85 mg/dl. The customer confirmed that an alternate method of insulin delivery was available.